Event description:
It is reported that the broach broke during surgery. The surgeon had to create a window in the femur to remove the distal portion of the broach. The surgery was delayed by 60 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.